Event description:
It was reported to medtronic minimed that the customer reported that fluid-like fluid was observed inside the reservoir. The customer reported no adverse event. The event involved product mmt-332a. Troubleshooting was no performed. The product mmt-332a was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer concern: fluid-like fluid is observed inside the reservoir on 10-dec-2025. Evaluated 1 random seal reservoir. A visual inspection test was performed using appendix d, found fluid mentioned by customer is the lubricant applied during manufacturing: with excessive spray of lubricant. Per (B)(4). Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.